Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that there is difficulty passing devices in and out of the biopsy cap. A water soluble lubricant was applied at the top of the biopsy cap, prior to use. The procedure was completed with a different scope and using another rx locking device biopsy cap. Reportedly, during scope cleaning, it was noted that the detached sponge was lodged in the scope channel and was successfully removed. There were no patient complications reported as a result of this event.